Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/ respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode due to minute ventilation oversensing of noise on the right atrial (ra) channel. It was also noted that the impedances have been rising intermittently measuring 500-1400 ohms. Technical services discussed vector programming options and to consider changing to unipolar pace and bipolar sense for the ra lead as the patient paces most of the time in the ra. This pacemaker and ra lead remains in service. No adverse patient effects were reported.